Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was able to duplicate the user's report of an intermittent video image. There was evidence of corrosion in the scope connector and the electrical connector due to fluid invasion, which was most likely due to user mishandling. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, there was an intermittent loss of video image. The procedure was completed with a different, but similar device. No patient injury was reported.